Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of a damaged drain bag that was used for dialysis procedure and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced "a damaged drain bag was used for dialysis". On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose and once every seven days, ip), amikacin (10mg, bid, ip), fortum (1gm, daily, ip) and heparin (1000units, five times a day, ip). Pd therapy was ongoing. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy. A causality statement was not reported for a damaged drain bag that was used for dialysis. The batch record and analytical results for dianeal pd2 ultrabag lot number 1008020 have been reviewed and found to be compliant with the standard specification.